Manufacturer narrative:
Concomitant medical product: 305u225 tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced septicemia. The implantable pulse generator (ipg) was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.